Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door hasp fell off. A field service engineer unmounted the hasp, cleaned tapes, and mounted the hasp back to the refrigerator door to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager, refrigerator latches need to be realigned. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.